Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide (co2) result. Quality control (qc) was within range on the date of the issue. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all server 2 probes and cleaned the drains. The cause of the discordant carbon dioxide result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the original and an alternate instrument, and recovered lower. The result obtained from original instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 result.

Manufacturer narrative:
The initial MDR was filed on sep 20, 2017. Additional information (08/31/2017): on august 31, 2017, while a siemens customer service engineer (cse) was at the customer site, he replaced the sample probe 2 (s2) and cleaned and aligned the drains. The cse then replaced and aligned reagent probe 3 (r3) and reagent probe 4 (r4). The customer ran quality controls (qc) and precision testing, which were within specifications. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. The hsc specialist determined that the reagent blank for sample in question was consistent with the reagent blanks from other samples with normal results ruling out a reagent stability problem. Since the reagent blank was consistent with other samples, the issue points to an introduction of carbon dioxide (co2) at the sample addition. The absorbance showed a larger change in absorbance consistent with the initial discordant result. Additionally, the service method testing indicated failure of r3 integrity check and poor bottom of cuvette alignments with the r3 and r4 probe alignments. Co2 processing does not involve the r3 probe and is ruled out as a contributing factor. Co2 processing involves the r4 probe. However, since the reagent blanks are consistent with other samples, the r4 probe alignment has been ruled out as a contributing factor. The hsc specialist concluded that the issue was potentially specific to the sample probe, sample drain, and/or sample probe alignments and was resolved during the service visit.